Manufacturer narrative:
Additional information was requested and the following was received: was the incisional hernia an open procedure or laparoscopic? - laparoscopic. It was reported that despite several attempts, it did not fire the staples and the did not have their fix function performed correctly.¿ based on the information you provided above it would appear that there was two issue with the securestrap, the first issue is that straps were not deploying continuously and the second issue is the straps were not adhering to the tissue or mesh. Please indicate if this is correct. - yes. There was a problem with the staples firing and in the staples functionality.

Manufacturer narrative:
No visual damages were presented on the returned device that was used in medical procedure. Fire testing was not conducted because trigger was jammed and device was disassembled to perform a deep inspection. One plastic post from the sled was found broken which causes latch was out of position, that is why the internal cannula components were not sliding properly.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an incisional hernia repair procedure on (B)(6) 2016 and absorbable straps were used. During the procedure, straps did not have their fix function performed correctly. Another like device was used to complete the procedure. There were no adverse patient consequences reported. Additional information has been requested.